Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The device user manual warnings section includes instructions to check the device for damage before use. If damage is found, the device should not be used. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 71 months with no record of factory service during this period. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of attachment damaged. No patient impact reported. Repair request escalated to a product event based on reason for return.